Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The plan was to have this device replaced soon. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The plan was to have this device replaced soon. No adverse patient effects were reported.